Manufacturer narrative:
During the quality investigation, the customer's complaint could not be duplicated; the device did not overheat during testing. Further investigation revealed corrosion damage to the rotor and the bearings. The parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker micro drill was called in for repair due to overheating during a procedure. No adverse event was reported, the procedure was completed with another drill without any procedure delay.